Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to properly record cine patient image data. No patient serious injury or death was reported related to this event.